Event description:
It was reported the patient died approximately 10 months after device implant. The device was interrogated at the funeral home and found have av pacing at the programmed lower rate of 60. Tachy detections were found to be on in vf and vt zones and a monitor vt zone was also turned on. Therapies were programmed for both vf/vt zones. The last device interrogation was noted on the tracings as the day after implant. There were no treated vt/vf episodes in the counters, there were 4 nonsustained episodes listed. No episodes were recorded from any time the week the patient died. The cause of death has been requested and not received.

Event description:
It was reported the patient died approximately 10 months after device implant. The device was interrogated at the funeral home and found have av pacing at the programmed lower rate of 60. Tachy detections were found to be on in vf and vt zones and a monitor vt zone was also turned on. Therapies were programmed for both vf/vt zones. The last device interrogation was noted on the tracings as the day after implant. There were no treated vt/vf episodes in the counters, there were 4 nonsustained episodes listed. No episodes were recorded from any time the week the patient died. Device system was later returned to manufacturer with additional circumstances surrounding death reported as "device was necessarily suspect" though no performance issue was reported. Death certificate later revealed cause of death was myocardial infarction. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - no anomalies found. (B)(4) - no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) - no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
It was reported the patient died approximately 10 months after device implant. The device was interrogated at the funeral home and found have av pacing at the programmed lower rate of 60. Tachy detections were found to be on in vf and vt zones and a monitor vt zone was also turned on. Therapies were programmed for both vf/vt zones. The last device interrogation was noted on the tracings as the day after implant. There were no treated vt/vf episodes in the counters, there were 4 nonsustained episodes listed. No episodes were recorded from any time the week the patient died. The cause of death has been requested and not received. Device system was later returned to manufacturer with additional circumstances surrounding death reported as "device was necessarily suspect" though no performance issue was reported. "Cause of death was under investigation."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.